Manufacturer narrative:
One (1) used. List #c1000, clave¿ connector with one (1) used. Spiros was returned for evaluation. As received, a stickdown was observed on the clave. No other damage or anomalies were observed on the clave or the spiros. The sample was primed and flow restriction was noted, the clave was disassembled, and a crushed spike, tip anomaly, and cored seal were observed. No additional damage or anomalies were confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The complaint of stickdown can be confirmed. The probable cause is due to a salt lake city molding defect. D9 - date returned to mfg: 7/23/2025.

Event description:
It was reported that, on an unspecified date, a clave¿ connector generated a leak during patient use. The reporter stated that multiple occurrences of failed connections led to leaking medication. The event occurred during patient use. No apparent harm to the patient. The situation with the home infusion pump was discovered the next day when the patient reported no medication had infused. The center of the clave (white) appeared to be squished back into the clave, when the attached tubing was removed, the clave's white center usually returns to center to close. It stayed retracted. There was a delay in therapy as the pump patient had to have a new pump mixed and start over with her 2-day infusion. This resulted in pushing her treatment out by two days. Pump patient also had the whole dose wasted, and a new dose and equipment were used. Additional report stated that they received folfirinox on wednesday, 18-jun-2025, which included 5fu pump starting at 15:15. The registered nurse (rn) noted a brisk blood return from the port before connecting the home infusion. Connections checked and tightened. On thursday, (B)(6) 2025, the patient's significant other called and spoke with the on-call rn about concerns that the 5fu pump was not working, which was noted on their chart. Then on friday, (B)(6) 2025, the patient's so called pen clinic reporting concerns and was instructed to come in to the clinic for assessment, where it was confirmed that the 5fu pump was full and had not been infusing for the last 2 days. Rn noted port site unremarkable w/ drsg c/d/I but unable to flush line. Upon further assessment, it was noted that the port clave inner plastic piece was depressed and restricting any flow. The faulty clave was brought to the nurse manager. New clave placed on line and able to flush line easily, w/ brisk blood return noted immediately. The pharmacy and the covering physician were notified, and there were new orders entered for a new 5fu pump to be made. Thus, there was patient involvement, no human harm, and there was a delay in therapy reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.